Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 3.6. Time between inratio meter and lab testing was 2 hours. Pt's last dose of coumadin was taken last night at 9:00.

Manufacturer narrative:
The inratio >7.5 and comparative sys less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Recent test conducted on lot #248203 on 9/21/2011 met accuracy and precision criteria. Test results are as follows: donor 106 = 2.3, 2.2, 2.2 inr; donor 107 = 2.1, 2.2 inr. At least 2 out 3 replicates are within the allowable bias (+ or - 1.0). Of reference results for donor 106 (2.40 inr) and donor 107 (1.97 inr), respectively. In-house test results have 2.59% and 3.29%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).